Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-dec-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the mini drawer 2.13 was unlocked but remains unmoved when opening or recovering. A field service engineer (fse) had used a flathead screwdriver to manually open the drawer and identified an overstuffed pocket, specifically pocket 2, and after clearing the excess item, the drawer opened and closed smoothly. The user then reloaded the medication and adjusted the maximum quantity to better fit the pocket size. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the mini drawer 2.13 was failed. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.